Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated. The ipg was able to be recovered.

Event description:
Related manufacturer reference number 3006705815-2023-07937. It was reported the patients ipgs became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.